Event description:
On (B)(6) 2011, patient's friend reported the infusion device display was blank. The correct type of battery was used in the infusion device, and the battery was last changed in (B)(6) 2010. A new battery was inserted in the infusion device, and the alarm history was verified. There were no recent a2 low battery or e2 battery depleted errors to explain the blank display. The battery type was set correctly. Infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.